Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (270-500 md/dl) with a trace to large level of ketones. Insulin injections were used to address the bg level. The contact did not know what was causing the high bg levels. Tandem technical support had the contact perform a system check using the current supplies on the pump and the pump was found to be operating as intended. Tandem technical support advised the contact to discuss the bg levels with a healthcare provider.